Event description:
It was reported that there were out of range impedances of greater than 40,000 ohms on all pairs except 8, 10, and 11. The patient was programmed on electrodes 8-15 on program a1 at 530 ohms and 0, 1 on program a2 which was greater than 40,000 ohms. Program a1 had known "good" impedances. Program a1 was turned off and the patient stopped feeling stimulation. This indicated that there could be an open circuit on program a2. It was stated that there was no known event that caused the impedance issues, but the patient did notice that 6 months ago she had to increase the amplitude to get the benefit she needed. It was stated that the patient was getting adequate therapy with the increased stimulation. The reporter has originally called for MRI guidance. It was recommended that the patient does not have an MRI due to her system status being not compliant with MRI labeling. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was further reported that the patient had high impedances on one lead but had great coverage with the other lead with normal impedances. The patient did not have an MRI but a CT instead.